Manufacturer narrative:
The device was received for evaluation. The investigation into the reported "product damage (hole in catheter)" has been completed. The device was inspected and found there was a small puncture noted around the 30cm mark of the catheter. The root cause of the product damage (hole in catheter) is most likely due to use.

Event description:
The complainant had an impella cp placed on 84-year-old male patient. The pump was prematurely explanted due to concerns of pump damage/hole from the single access technique. The md explanted prior to the intervention to the right coronary artery (rca) due to the "interference". There was no harm or injury noted and the patient survived without another cp being placed.